Event description:
On (B)(6) 2012, the reporter contacted animas reporting that the subject pump lost power. The pump reportedly was displaying the low battery alarm so she inserted a new alkaline battery. The pump's screen flashed lines and now it would not turn on. She tried another new alkaline battery but the issue persisted. The reporter claimed there is no visible damage to the battery cap or battery compartment. There was no allegation of harm or injury as a result of the reported power issue; however, this complaint is being reported because the alleged power issue was not resolved with troubleshooting with animas customer support. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated rebooting had occurred. There was no visible damage found to the battery cap and battery compartment. The battery cap was able to attach securely to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be duplicated during investigation. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.